Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted the lifescan alleging an inaccuracy with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt reportedly tests her blood glucose 7 times a day and manages her diabetes via insulin on a sliding scale based on the meter readings. The pt stated that the reported issue with the subject meter began on the previous month at 12:36pm. During that time, the meter reportedly read inaccurately. The pt reportedly tested over "400mg/dl" on one occasion and administered insulin accordingly (date and time unk). It is not known whether the pt experienced any symptoms when she tested over 400mg/dl on the subject meter. At an unk time, the pt then reportedly began to experience "low glucose symptoms" including "sweating and lightheadedness." The pt reportedly took food to bring back the glucose. It is not known whether she tested her blood glucose during the symptoms and whether her symptoms got relieved after the intake of food. At an unk time, the pt reportedly obtained various readings (readings are unk) on an unk back up meter. It would have been helpful to know the following info: whether the pt tested the blood glucose during the symptoms, what were the readings obtained on the back up meter, what was the time frame between the symptoms and the subject meter readings/back up meter readings. In addition, it would have been helpful to know when the pt typically tests her blood glucose during the day and her diabetes mgmt regimen. At an unspecified time, the pt reportedly obtained readings of "199 and 237 mg/dl" on the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. During the troubleshooting, the cca found out that the puncture area was cleaned inappropriately and thereby ruling out the precision. Replacement products were sent to the pt. The complaint is being reported due to the following conclusion: although the malfunction is ruled out, the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged issue began.